Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a (B)(6) result for 1 patient sample tested for elecsys hbsag immunoassay gen ii (anti-hbs) on a cobas 6000 e 601 module. The initial (B)(6) result from the e601 analyzer was (B)(6). The same sample was repeated on the same analyzer on (B)(6) 2017 and a result of(B)(6) with a data flag was obtained. The initial result was reported outside of the laboratory. The repeat result was deemed to be correct as it was consistent with a previous result, of which a specific result was not provided. There was no allegation of an adverse event. The anti-hbs reagent lot was 221988 with an expiration date of 28-feb-2018. Qc results around the day of event were acceptable. A specific root cause could not be identified. As only one sample was affected, the possible cause could have been a clog in the sipper solution line. The customer confirmed they have had no additional issues since the day of event.